Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. The device history record for lot aa7198v02 was reviewed and the product was produced according to product specifications. All information reasonably known as of 02 nov 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Avanos medical inc. Received a single report that referenced two different incidences, which were associated with separate devices. This is the first of two reports. Refer to 9611594-2018-00202 for the second report. It was reported that the subglottic cuff burst/tore upon inflation during intubation. The tube was withdrawn an examined. No injury reported. No further information provided.

Manufacturer narrative:
Avanos medical received a used microcuff et tube and package label. The label is from the reported lot number. The sample was received in generally clean condition, with a small amount of dried biologic matter inside the suction line. Most of this was flushed our during decontamination. Some discoloration of the cuff remained after decontamination. The cuff was examined under ambient light conditions. The cuff exhibited a predominately axial tear. The tear was uneven. Both the proximal and distal cuff collars remained securely attached to the tubing. Root cause could not be confirmed from the sample. All information reasonably known as of (B)(6) 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
All information reasonably known as of 31-dec-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Additional information received on 13-dec-2018 stated that there was a subglottic cuff burst/tear on inflation during intubation. The tube was consequently withdrawn and examined. The tube was replaced over bougie.